Event description:
The manufacturer was contacted about an everflo device alleging that the device is alarming, and the patient is out of breath; there is no allegation that the device has caused any harm, and neither was medical intervention mentioned. The patient was directed to contact the dme/fasc. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.